Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust/dirt indeterminate contamination under the ui knob and around the base of tubing connector swivel on the humidifier. The manufacturer visually inspected the device internally and found minimal dust contamination in the blower impeller. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a minimal dust contamination were observed and are consistent with being from an external source.

Manufacturer narrative:
In previous report section h10 was incorrectly captured as: the manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be as - to develop a spot on their lung, shortness of breathe after using device in the morning.

Manufacturer narrative:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung, shortness of breathe after using device in the morning. There is no report of the medical intervention that the patient has received at this time. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section b2 was made blank (previously it was other serious) section h1 was changed from serious injury to malfunction section h6 code health effect- impact code was corrected.